Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (awareness date 12-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. In (B)(6) 2012, the consumer reported she was put to sleep at the outpatient building of the hospital for the procedure. Within a few days of being implanted she developed an infection, she had pain, swelling, and limited mobility. An ultrasound was done and showed an abscess. She was treated with antibiotics but continued to experience pain. The doctor said she developed pid (understood as pelvic inflammatory disease). In (B)(6) 2012, the hsg was done. The procedure was painful. The test showed both tubes were 100% blocked. She continued to have pain in pelvic area, legs, and limited mobility at her hip. She had painful periods and developed a swollen stomach. She was able to lose weight but her stomach always appeared as if she was pregnant. In 2013, she started having episodes of dizziness. She went to an ear nose and throat specialist and after several visits and numerous test, they were unable to diagnose the cause of the bouts. She suffered for weeks at a time. At this point, all weight loss attempts were useless, she stayed the same weight no matter how much her diet improved and she exercised. In 2014 she discussed the chronic pain, dizziness and inflammation with her doctor. He agreed that her issues could be connected to the essure. After a year of research and second opinions she made the decision to have her uterus, fallopian tubes, and coils removed. The physician performed the operation and the pathology report revealed that while one device was in place, the other device was lodged in her uterine muscle. The tube was noted as being "grossly unremarkable". One of the coils migrated from the tube. The consumer stated she had no medical training. However, she would be willing to bet that a piece of metal stuck in her uterus could, in fact, cause the issues she was experiencing. When her leg was bent at her hip she felt like she was being stabbed. After the surgery, it was confirmed that she was actually being stabbed from the inside. She was (B)(6) and had to lose her uterus and fallopian tubes due to essure. She suffered for 3 years because of this device. She was only 3 weeks post procedure (at the time of report) and she had already seen a difference in the swelling of her stomach and she could bend her leg at the hip and not feel like she was being stabbed. Product technical complaint (ptc) investigation result received on 03-sep-2015: bayer ptc global reference number is (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pid (interpreted as pelvic inflammatory disease) within a few days of essure being implanted. It was treated with antibiotics but she continued to experience pain. After approximately 3 years due to chronic pelvic pain she underwent a surgery to remove her uterus, fallopian tubes and essure inserts. The pathology report revealed that one insert was in place while the other device was lodged in her uterine muscle (interpreted as device dislocation). Approximately 3 weeks post procedure she did not feel the stabbing pain from inside and could bend her leg again. The pelvic inflammatory disease and device dislocation are listed events in the reference safety information for essure. In this particular case, the pid started a few days after insertion. Although essure system is sterile, it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering this information and the suggestive temporal relationship, the causal relationship with essure cannot be excluded. The device dislocation was diagnosed 3 years after its insertion. Considering the nature of this event and lack of alternative explanation, this event is also assessed as related to essure. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received from consumer via regulatory authority (mw5044940) on 20-oct-2015: she had essure placed on (B)(6) 2012. She had pain in her pelvic area, legs, back, during sex and limited range of motion. She had a constant swollen stomach. The month of report she had a partial hysterectomy and it was discovered that one of the coils migrated from the tube to the muscle in her uterus, not only was it causing pain and inflammation she could have also become pregnant. Essure explant date was on (B)(6) 2015. Hospitalization, disability, permanent damage and required intervention were mentioned but not specified and/or assigned to one of the events. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pid (interpreted as pelvic inflammatory disease) within a few days of essure being implanted. It was treated with antibiotics but she continued to experience pain. After approximately 3 years due to chronic pelvic pain she underwent a surgery to remove her uterus, fallopian tubes and essure inserts. The pathology report revealed that one insert was in place while the other device was lodged in her uterine muscle (previously interpreted as device dislocation and upon follow up, it was interpreted as device embedded). Approximately 3 weeks post procedure she did not feel the stabbing pain from inside and could bend her leg again. The pelvic inflammatory disease and device embedded are listed events in the reference safety information for essure. In this particular case, the pid started a few days after insertion. Although essure system is sterile, it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering this information and the suggestive temporal relationship, the causal relationship with essure cannot be excluded. The device dislocation was diagnosed 3 years after its insertion. Considering the nature of this event and lack of alternative explanation, this event is also assessed as related to essure. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued, as this case was identified during health authority website monitoring.